Manufacturer narrative:
Additional information received via email on 20-sep-2021 and attached to complaint: issue happened during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No faults found with the pump. The dso (downstream occlusion sensor) was replaced as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. To further investigate the reported issue, a functional test was performed. No fault was found with the pump; unable to determine root cause of the reported issue. Downstream occlusion sensor will be replaced as a preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a failed downstream occlusion sensor, dso, and the device won't calibrate. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.